Manufacturer narrative:
Beckman coulter complaint handling unit (chu) reviewed the event information. The customer completed an enhanced clean of the ise module and of the probe, and replaced the mid reference solution. The ise unit worked for a couple of days, but the customer then noticed a couple of spurious results, which when repeated, came out lower or higher. The customer stopped using the ise module, and checked all results in the time frame, and were satisfied that no erroneous results left the laboratory. A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse found the reference delivery valve had some evidence of leaking as it had dried reference reagent around the joint of the valve body and manifold. The fse determined the defective valve assembly was the cause of the erratic ise results. Replacement of the valve assembly resolved the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolyte (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.